Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator failed during patient use. Staff noticed patient had a brief episode of desaturation and realized vent was not registering pressures. This was quickly recognized before further decompensation. Patient was removed from vent and bagged effectively until patient was placed on a different ltv. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the customer complaint regarding vent unit not registering pressures. The root cause was determined to be due to aluminum debris found to be lodged between impeller and impeller cap assemblies. A visual inspection of uut (unit under test) did not show signs of physical damage. During investigation, unit was connected onto a wall ac and using a known good test circuit, the unit was powered on. After selecting resume patient, the unit gave a disk/sense error and found no flow coming out of the turbine assembly. After cycling the vent off, the rear cover was removed and visual inspection of all internal connections found the bypass valve line kinked severely, but this is not a contributing factor. This kink was relieved, but did not affect the findings made so far. Using a known good turbine assembly, the currently installed turbine was bypassed and this corrected the disk/sense error. Further disassembly of the turbine assembly found aluminum debris shavings within the impeller aluminum cap. The origin of the debris is unknown at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.